Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument was difficult to remove from the application site. The surgeon applied another instrument and resected the tissue to remove the instrument. The hosp has reported that the pt's status is satisfactory.